Event description:
Info received from a FDA inspector through a user report # 3357690000-2000-0001 on 3/20/2001, which alleged a hill-rom bed was involved with an entrapment issue that resulted in a death. The user report event description read as follows: resident found in kneeling position at side of bed. Resident's head between mattress and bottom portion of side rail. No spontaneous respirations/pulse.